Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.0 for mechanical circulatory support. It was reported while on impella cp support, the patient experienced constant bleeding from the impella insertion site into the pectoralis major and upper arm. The patient was transfused with two units of packed red blood cells and one unit of plasma due to the blood loss. In was noted that additional surgery was performed to the site to resolve the bleed. It was additionally reported that the patient developed sepsis with an abdominal focus. The medical team decided the sepsis would be treated post impella explant. The patient remained in poor condition and was not a candidate for a left ventricular assist device or heart transplant. Care was withdrawn, and the patient expired. The relationship between the sepsis and patient outcome to the impella is unknown.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.